Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 20 mg/ml at 9.088 mg/day and bupivacaine 12 mg/ml at 5.4 mg/day via an implanted pump. It was reported the patient¿s last refill was on (B)(6) 2020 and it was around that time that the patient started to not feel too well. It was noted the patient had symptoms of sweating, nausea, and just overall didn¿t feel well. It was further reported the patient came in on the date of this report for a refill and there was a large volume discrepancy. The expected reservoir volume was 5.5 ml, however the actual reservoir volume pulled was around 25 ml. The patient did not have any falls/traumas recently. The hcp confirmed she had checked the pump logs and there were no anomalies. Discussed considerations to check the catheter. The reporter would follow up with the managing hcp. No further complications were reported.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported the caller stated that post pump revision today the hcp was expecting 27.9 and pulled out 38cc. Caller reported they replaced the pump and catheter today. It was noted troubleshooting resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and found to have damage in the cup of the connector the unknown catheter was returned and analysis found an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed.. Continuation of d11: product ID 8596sc lot# serial# unknown implanted: explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported on (B)(6) 2020 there was supposed to be 5 ml of drug in the pump reservoir however the hcp removed 25 ml from the pump. No troubleshooting or diagnostics were performed. A pump replacement surgery was scheduled for (B)(6) 2020. The issue was unresolved at the time of the report, (B)(6) 2020. It was indicated the device was delivering 20 mg/ml of morphine at 9.088 mg/day in addition to the previously reported bupivacaine. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.